Event description:
It was reported that this right ventricular (rv) lead recorded a red alert for high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the shock lead impedance had reached the alert threshold, with prior measurements historically trending within a lower range. Ts confirmed that shock therapy settings remained unchanged and programmed at maximum output with standard polarity. Ts discussed to increase the current alert threshold. No adverse patient effects were reported. This rv lead remains in service.